Manufacturer narrative:
The field service engineer found there was an issue with the electrode and replaced the electrode and valves. All mechanical and operational checks passed successfully. The customer ran calibration and qc that passed successfully. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer believed there was a switch-over of the ise standard bottle which caused the low results.

Event description:
There was an allegation of questionable ise indirect gen.2 sodium results for multiple patient samples from the cobas 6000 c501 module. The customer was performing maintenance and their policy to run pre-maintenance qc. The qc was out of range and their policy is to repeat any previous samples. The customer found differing results. Sample 1 initial result was 132 mmol/l and the repeat result was 142 mmol/l. Sample 2 initial result was 130 mmol/l and the repeat result was 149 mmol/l. Sample 3 initial result was 133 mmol/l and the repeat result was 141 mmol/l. Sample 4 initial result was 131 mmol/l and the repeat result was 148 mmol/l. The questionable results were reported outside of the laboratory. The sodium electrode lot number was i86 with an expiration date of 19-sep-2021.